Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a dual lumen peripherally inserted central catheter (PICC). The customer reports that a PICC was removed on (B)(6) 2011 due to leaking. The customer stated that the pt status is fine.